Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pacing cable stopped capturing. The patient went asystole and required chest compressions and epinephrine to get a rhythm back. The status of the cable is unknown. No further patient complications have been reported as a result of this event.